Manufacturer narrative:
Follow-up #1 - correction to (B)(6).

Manufacturer narrative:
Follow-up #2: date of submission 08/17/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2015 with the following findings: during investigation, a visual inspection of the pump revealed no moisture in the battery compartment. The pump powered on with a blank display screen. Audible and vibratory features functioned properly. The cartridge compartment was observed to be damaged near the threads. The returned cartridge cap was able to attach to the pump. A leak test was performed and a leak in the damaged cartridge compartment was confirmed. The pump cover was removed; internal moisture was observed on the pcb and internal components of the pump. The returned battery cap was used to complete the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was a power issue with moisture corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.